Event description:
It was reported, during the time of insertion of an aria 8x55x8 degree x 18 mm wide cage, the cage broke into several pieces. It was at the time of impaction. The surgeon pulled out all of the loose pieces; then the surgeon impacted the other half in the rest of the way.